Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose level was 400 mg/dl and 230 mg/dl. The customer was treated with injection. Customer father stated that they had issues with air in the line in the insulin and it gotten to the point they are having concerns to identify the issue. The insulin pump will not be returned for analysis.